Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer stated that the insulin pump had beeping sound every 30 seconds. No other alerts. Customer stated there was no flashing red light on the insulin pump, auto mode was off. Customer changed the volume on the insulin pump, beeping sound did not change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.